Event description:
It was reported that pump touchscreen was not as responsive as before, although customer did not clarify whether screen failed to respond or responded with delay. There was no reported impact to the customer¿s blood glucose level. Customer did not provide additional information, declined follow-up contact, and case was closed with no further troubleshooting or corrective actions documented.